Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that she pulled a piece of tampon out of her three weeks after her period. She experienced fever, chills, diarrhea and a discharge with odor. She visited her doctor where it was confirmed there were no tampon pieces remaining inside. She was diagnosed with bacterial vaginosis and prescribed metronidazole. The metronidazole did not work so she was prescribed clindamycin. She stated she is doing okay and has another doctor appointment to follow up.